Event description:
New information noted that the ra lead was explanted and replaced. Further information was not provided.

Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch. No interventions were performed and no patient consequences were reported.